Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Lap chole - "when the bag was being deployed, one of the metal prongs detached and fell into the patient. The prong was retrieved. When on the phone sales rep stated the doctor had experienced this incident more than once." Patient status - no patient injury.

Manufacturer narrative:
Investigation summary: the event unit was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.

Event description:
Additional information received via email on (B)(6) 2016: it was confirmed that a metal support (prong) detached from the device. The prong slipped out of it plastic slot as if the prong was not seated properly. The prong detached upon deployment, surgeon noticed because the prong was in the bag (cuff channel) but not attached to the shaft of the device. Type of intervention: unknown. Patient status: no patient injury. Addition information received on (B)(6) 2016: the report was submitted for an event that occurred weeks prior. The account specified that the exact same incident has occurred before in the past.